Event description:
It was reported that the patient presented for an implant procedure. During procedure, it was noted that the right ventricular (rv) lead exhibited suture sleeve movement and unspecified helix rotation issues. A fluoroscopy was performed and the rv lead was found to be dislodged. The lead was not used and was replaced. The patient was in stable condition pre, during, and post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.